Manufacturer narrative:
No info available on the reference and lot.

Event description:
During the competitor's revision surgery (medacta primary knee surgery), when the surgeon put the femoral trial on, the femoral condyle fractured. The tibia and poly were in place. The surgeon tried to slip the femoral trial over top of the poly. It was reported that the femural trial was in suboptimal position when he impacted and hit the condyle (bone) and the lateral condyle fractured. Patient's poor bone quality. The surgeon switched to medacta revision components and the surgery was completed successfully.